Event description:
It was reported that the pt received a shock when the surgeon put the device in start mode and the current was at zero. The surgeon reported that the patient jumped and the probe moved. There was no reported clinical effect on the patient and the procedure was completed.

Manufacturer narrative:
The cables and electrodes have not been received to date. According to the staff engineer, no irregularities were found during testing. When the cables and electrodes are returned to the manufacturer, additional testing will be performed.